Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had twiddler¿s syndrome and experience diaphragmatic stimulation. The right atrial (ra) lead exhibited possible undersensing on current electrograms (egm), a decrease in p-wave amplitude and possible rising thresholds on lead trends. No sensing was observed on the ra electrograms (egm) and the lead was unable to capture. A chest x-ray confirmed the lead had dislodged and pulled back in the superior vena cava (svc). In addition, the right ventricular (rv) left bundle branch lead exhibited functional loss of capture and lack was lost. The ra lead was removed and replaced, and the rv lead was re-added and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 977a260 pain stim lead, doi: (B)(6) 2021. 97715 pain stim ipg, doi: (B)(6) 2021. 977a260 pain stim lead, doi: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.